Manufacturer narrative:
The investigation was conducted based on the event description and previous investigation on similar complaints. Results: our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the missing components were likely to be due to mfg error. We have an open CAPA to address this issue and put measures in place to reduce and/or prevent recurrence in the future. We have received other complaints of missing components with an occurrence rate of approx 0.0029% worldwide for the last year.

Event description:
A hospital in another country, reported to our distributor that the two white caps on the elbow swivel of rt040 full face mask were missing. This was found prior to use. No pt consequence was reported.